Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective o2 mixer assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Hello, I was contacted by bob at rockcastle regional about a c1 with drifting o2% in test sw. Description and logs from bob revived this morning. No harm no foul. Came down per normal cycle preformed 1yr/5k pm with all cals. Went to do o2 outputs unit struggled to reach 30% only hit 26% but passed same with the 61% hit 57% and passed but the 90% wouldnt reach a passing level. Check for leaks and flow output all normal. Went back and did the test again and it passed as normal with o2 reaching set amount.